Event description:
Left hip was removed because the unit broke.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown rejuvenate/abgii modular stem . Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to manufacturer.